Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot/serial number was provided by the reporter. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set spontaneously disconnected from one of the joints in the tubing that connects to an intravenous (IV) push port. The event occurred when the one of the ports was being accessed during induction of an unspecified anesthesia to a patient. The set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.